Manufacturer narrative:
Failure analysis noted that the pump had scrambled display and the problem was isolated to the lcd board. They were unable to verify the battery out limit alarm or the battery longevity due to the scrambled display. There was no blank display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. The customer reported a battery out limit alarm after battery change. They were able to clear the alarm. The customer stated receiving multiple battery out limit alarms less in than a minute. The customer was advised to put in a new battery but the pump had a blank display. Blood glucose at the time of incident was 189mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.